Manufacturer narrative:
The implant coil was not returned for analysis as it remains in the patient, and the pushwire was likely discarded. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Per the axium coil instructions for use (IFU): successful coil detachment must be verified by fluoroscopic monitoring to ensure that the coil has detached. Slowly pull back the implant pusher while watching the fluoroscopy to make sure that the coil does not move. If the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of an aneurysm this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) and during removal from the patient it detached. It was reported the physician tried to detach the coil two times with instant detacher and two times with manual method, but coil did not detach. It was reported that pulled coil back into microcatheter, and coil detached in the microcatheter. The coil pushwire used to push the coil and successfully deployed in the coil mass. The coil was implanted in the patient. No patient injury was reported.

Manufacturer narrative:
Updated the pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.